Event description:
Pt had internally fixed intertroch fracture of left hip but the screw cut out. Pt taken to operating room on (B)(6) 2013 for conversion to total left hip arthroplasty with hardware removal. A CT drain was placed. On (B)(6) 2013 the resident was pulling out the drain and it snapped, leaving a portion of it in the wound. The pt was taken back to operating room on (B)(6) 2013 and the remaining portion of the drain was removed.